Event description:
It was reported that patient passed away due to right ventricle (rv) dysfunction. The patient was put on hospice and care was withdrawn. The pump was not explanted. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022 due to withdrawal of care. The patient was on hospice and had right ventricular dysfunction. Heartmate ii lvas, serial number (B)(6), was not explanted for evaluation. It was reported that the patient outcome was not considered to be device related, and the device operated as expected; however, it was noted that right ventricular dysfunction did not exist prior to lvas implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.